Event description:
It was reported that during surgery, the electrode showed deformations in the insulation. No backup was available. It is unknown whether there was a delay in the case. No patient injuries were reported.

Manufacturer narrative:
The flow 90 coblation wand, used in treatment, was returned for evaluation. A relationship between the device and reported incident was not established. From the information provided, ¿during surgery, the electrode showed deformations in the insulation.¿ visual inspection under magnification shows moderate wear on the electrodes. No manufacturing discrepancies observed. The device cable and suction tube have been cut. It is not possible to test the wand returned as the suction tube has been cut. The complaint could not be verified and the root cause could not be determined with confidence as the device tip is in good condition. Other potential factors which could have contributed to the reported event includes: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. Lot number updated as unknown.